Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted on the same day for unknown reasons. There were no additional adverse patient effects reported. Multiple attempts to obtain information were unsuccessful.